Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient experienced severe abdominal symptoms, including intense stomach pain with spasms, possibly related to spasmodic colonopathy, alongside constipation, nausea, vomiting, and digestive issues (loss of peas).these symptoms were linked to complications involving a collagenic intraperitoneal plate and staples implanted during her second surgery for an umbilical hernia. Clinical examinations confirmed a recurrence of the umbilical hernia, and an ultrasound ruled out other intra-abdominal lesions. Three years later, an entero-magnetic resonance imaging (MRI) showed normal results. An exploratory laparoscopy revealed extensive adhesions between the large epiploon (omentum), the plate, and the tacks. During the surgery, the plate was removed entirely, and subperitoneal fat within the hernia orifice was excised. A large umbilical hernia was identified, with the plate partially offset and not fully covering the hernia orifice. The colon was found at a safe distance. The surgical approach involved open laparotomy, placement of trocars in the iliac fossae, and careful detachment of the omentum from the plate using progressive viscerolysis and meticulous hemostasis. Despite thorough exploration and careful closure, the patient continued to experience significant pain, severely impacting her ability to live normally. The complexity of the adhesions made the removal process challenging and highlighted the difficulties in managing the patient's condition.

Manufacturer narrative:
Additional information: e1 (first name, last name), g3 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.